Event description:
Medtronic received information that approximately two months prior to the valve implant the baseline troponin measured <(><<)>0.012. Three days following the valve implant the troponin measured 0.666. Approximately 4 weeks following the valve implant, intermittent episodes of sharp, non-radiating chest pain began. This pain exclusively occurred at rest and would last approximately 30 seconds. No treatment reported. The physician indicated the chest pain was unlikely related to the valve and not related to the valve implant procedure. Approximately 7 months following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) revealed that there was a decreased aortic valve area of 1.4 cm2 down from 2.1cm2. A cardiac computed tomography (CT) revealed there was no evidence of hypoattenuating valvular thickening. Moderate-severe aortic stenosis was reported. Chest pain was also report at the time of the aortic stenosis. No treatment reported or prescribed at that time. Additional information was received that approximately two years and one month post valve implant, an echocardiogram showed increased gradient measurements. A computed tomo graphy (CT) revealed hypoattenuated leaflet thickening (halt). An anti-coagulant was prescribed for the halt. As reported, there was an improvement both in the frequency and intensity of the chest pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.